Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. The reported condition of a colleague infusion pump with a malfunction of "lcd issue (black strip across lcd)" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a distorted main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a liquid crystal display issue. There was a black strip across the liquid crystal display. There was no patient involvement. The event occurred before use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.